Event description:
The nurse experienced redness and a rash from her wrists to the top of both arms, extending across to the upper chest. The nurse suffered shortness of breath, oxygen was given and saw a doctor who administered an intra muscular injection of solucortf and anti histamine (claratyne). A sample from the same batch # will be forwarded for investigation.

Manufacturer narrative:
The materials used in the fabric and cuffs (mainly pe, spp and polyester) should not cause any irritation or allergic issues. The fabric material used for the 7300pg is pe coated spp supplied by a (b4) domestic fabric vendor. Furthermore, there are no treatments applied of any kind. The converting process (cutting, sewing, folding...etc.) In our factory (a plus intl) is not likely to cause any type of irritation reaction. During the product development phase, all materials used for the gown were evaluated for biocompatibility. The testing was performed in accordance with international standard iso10993 biological eval of medical devices. Only materials that successfully complete these tests can be commercialized. The tests utilized are designed to predict the safety of the product for the general population of users. Unfortunately, no test or series of tests can guarantee that a particular item will be compatible with all users.